Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3355269 (mfg. Date 11/2016) shows (B)(4) units were mfgd., tested, inspected, and released. Visual analysis: 2/6/2017 - received one used b9461, 124" (315 cm) appx 16.3 ml, 10 drop primary set w/3 clave, remv 2 gang 4-way stopcocks, rotating luer, 1 ext; reported lot# 3355269. The device was flushed and no leaks were observed. Functional testing: an effort was made to try and see if floating the check valve by raising and lowering a secondary line connected to the y-clave just below the check valve. No valve floating was able to be replicated. The check valve effectively prevented low pressure back flow. The check valve was tested for back pressure capability and no back flow was observed. Final analysis summary: the complaint of check valve back flow during use was unable to be confirmed or replicated. The check valve effectively resisted back flow at low pressure and met back pressure capability testing outlined in the product performance specification. ICU medical will continue to monitor and trend.

Event description:
Complaint rec'd regarding an unspecified qty. Of b9461, 124" (315 cm) appx 16.3 ml, 10 drop primary set w/3 clave, remv 2 gang 4-way stopcocks, rotating luer, 1 ext; lot# 3355269. The report states, the meds are backing up on the distal end - going towards saline solution. The one-way valve which sits approximately 8 inches below the spike does not work (or does not work well). When injecting meds into the injection port, half goes downstream toward the patient and half goes upstream into the IV bag. This poses a dangerous situation for the patient as the anesthesiologist is not certain how much of the medications have gone into the patients. This does not happen with every IV set. Over the past month or so, it happens 10% of the time." There were no adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3355269 (mfg. Date 11/2016) shows (B)(4) units were mfgd., tested, inspected, and released.

Event description:
Complaint rec'd regarding an unspecified qty. Of b9461, 124" (315 cm) appx 16.3 ml, 10 drop primary set w/3 clave, remv 2 gang 4-way stopcocks, rotating luer, 1 ext; lot# 3355269. The report states, the meds are backing up on the distal end - going towards saline solution. The one-way valve which sits approximately 8 inches below the spike does not work (or does not work well). When injecting meds into the injection port, half goes downstream toward the patient and half goes upstream into the IV bag. This poses a dangerous situation for the patient as the anesthesiologist is not certain how much of the medications have gone into the patients. This does not happen with every IV set. Over the past month or so, it happens 10% of the time." There were no adverse patient consequences reported.